Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2016 with blood glucose of 15 to 20 mg/dl at the time of the incident. The customer was at 160 mg/dl at the time of the call. The customer did not mention how they were treated. The customer experienced symptoms such as loss of consciousness. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed as this was a past event with a different pump. The insulin pump will not be returned for analysis.